Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-42728. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator - ICD was in backup vvi mode due to non-maskable interference. Additionally, it was noted that, during implant, the left ventricular - lv lead exhibited failure to capture. The ICD and lv lead were not used and replaced. The patient was in stable condition throughout the procedure.